Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. While prepping for the afib procedure, it was reported that the part where the dilator snap-fit into the hub was detached. They then proceeded to change the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the issue was solved. The procedure was delayed 5 minutes. The procedure was successfully completed with no patient consequence. Additional information received indicating it was in the hub section that the valve broke/separated. The hemostatic valve (gasket) did not break into two or more separate pieces. The hemostatic valve was detached from the sheath. The sheath was not being used on the patient; this was during the preparation.

Manufacturer narrative:
On 11-aug-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and hemostatic valve separations occurred. It was initially reported that while prepping for the afib procedure, it was reported that the part where the dilator snap-fit into the hub was detached. They then proceeded to change the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the issue was solved. The procedure was delayed 5 minutes. The procedure was successfully completed with no patient consequence. On 16-aug-2022, additional information was received indicating, two (2) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium were involved in this case and both were defective. This second carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium will be considered to have had a hemostatic valve separation and MDR reportable. As such, manufacturer's reference number pc-001145294 has two reports: (1) MFR # 2029046-2022-02150 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath --medium) (2) MFR # 2029046-2022-01575 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath --medium) device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. However, no damage was observed on the dilator. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) a device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4) correction: on 8-sep-2022, it was noticed the following information was inadvertently omitted from the 3500a supplemental MDR: on 16-aug-2022, additional information was received indicating, two (2) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium were involved in this case and both were defective. As such, this second carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium will be considered to have had a hemostatic valve separation and MDR reportable.